Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the device blade was not sharp. It was blunt. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 03/12/2009. Blade dull/poor cutting. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.